Event description:
It was reported that the leads had high impedances. The patient underwent lead explant procedure. Patient was doing well postoperatively. Product will not be returned as the hospital keeps the explanted product.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7144924. Model/catalog description: 1linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).